Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had high idle current due to corrosion on electronics noted. The pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. Customer states that the blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.